Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The device was tested using a gold foot pedal and a rotalink 1.75mm burr. Device analysis observed that the rotational speed is not displayed and there was a massive gas/air leak at the turbine pressure switch and the burr does not rotate. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used for a rotablation procedure. During testing, it was observed that there was no rpm displayed on the console. No patient was involved during the procedure.

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used for a rotablation procedure. During testing, it was observed that there was no rpm displayed on the console. No patient was involved during the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).